Manufacturer narrative:
Failure analysis revealed that the insulin pump had constant tone and frozen display as a result of a defective electronic component on the motherboard. Further testing was not performed due to the constant tone and frozen display.

Event description:
The customer reported that the insulin pump had an error alarm. The customer stated that the device continued rebooting, and it also alarmed off no power. No further info was provided.